Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 380cc saline breast implant, catalog # 3503380, sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 380cc and experienced bilateral deflation on breast implants. The bilateral deflation was confirmed by physical examination. As a result, the patient underwent removal of the implants on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-05386 for contralateral prosthesis.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor smooth round high profile 420cc saline implants, catalog # 3503420, s/ns (B)(4) (l) and (B)(4) (r). The additional information also indicates that the correct serial number is (B)(4), not (B)(4) as previous reported in section serial # on the initial report dated 9/5/2018. Device evaluation summary: it was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 380cc and experienced bilateral deflation on breast implants. The bilateral deflation was confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 420cc saline implants, catalog # 3503420, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-05386 for contralateral prosthesis. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. The device history record (DHR) for the lot number 7588287 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).